Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device had been exposed to emi prior to backup vvi. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced. No further information was available.